Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during set up. The system was swapped out to proceed with the case. The company sales rep noticed dried bss around the fluidics module. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The fluidics module was replaced and will be sent for in-house eval. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).